Event description:
Covidien service center found a different problem than reported by the customer. During covidien&#39;s investigation on (B)(6) 2014 it was determined that there was an erratic missing digit of the display. There was no patient involved.

Manufacturer narrative:
(B)(4). The erratic missing digit was isolated to the front pcb assembly.